Manufacturer narrative:
The reported event of inappropriate therapy was not confirmed. The segms showed that the patient had a fast atrial rate that resulted in a fast ventricular rate. Due to the fast ventricular rate, the device delivered therapies normally based on its programmed parameters. The reported event of no hv output and failure to charge was confirmed. The device detected possible high voltage circuit damage, possible high-voltage lead issue, and low high voltage lead impedance. As a result, subsequent high voltage therapies were aborted to prevent possible further damage to the device. Arc damage was observed on the ICD can, and the damage appeared consistent with that caused by a lead arc to the can. The lead arc caused damage to the device¿s high voltage output circuitry, which resulted in the reported field event. The device¿s associated lead was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-01254. It was reported that the patient presented to the emergency room after inappropriate high voltage therapy was delivered by the implantable cardioverter defibrillator. Device interrogation revealed that high voltage lead impedance was less than the lower limit, indicating lead malfunction. The device was unable to perform capacitor maintenance. The right ventricular lead was capped on (B)(6) 2020 and replaced along with the device. There no adverse consequences reported following the procedure.